Event description:
The product was evaluated. An external visual inspection was performed and passed. A receiver charge and boot tests were performed and failed due to the receiver battery not holding charge. Functional tests were performed and the battery status and display pattern tests failed; it was noted the display was dark. An internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding error related to the complaint. The allegation was confirmed. The probable cause was determined to be a defective battery. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Iit was reported that an unexpected receiver shutdown occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.